Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: bd received one sample and one photo from the customer facility for investigation. The sample and photo were evaluated and the customer¿s indicated failure mode for deformed cap with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on the investigation, the root cause / potential root cause for the short shot was determined to be insufficient plastic finding its way into the cap mould, would be either poor line clearance at the start of the production run, or a blockage in in the tip feeding the mould. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the sample and photo provided.

Event description:
It was reported that the bd vacutainer® plastic k2edta tube with lavender bd hemogard closure had a deformed cap. No serious injury or medical intervention reported.

Manufacturer narrative:
This MDR was submitted in error. The tube is rendered inoperable therefor cannot cause any serious injury or malfunction.